Event description:
The patient reported that after his permanent implant surgery he experienced a headache. He reported the physician's assistant stated the headache was due to a csf leak. It was reported no intervention was taken and the headache resolved after 10 days.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.